Event description:
On (B)(6) 2021, the patient underwent a bronchoscopic lung volume reduction (blvr) procedure with zephyr valves. The physician used a zephyr 5.5 dual mark endobronchial delivery catheter which was inserted through the bronchoscope to size the airways, and then was removed to load a valve. Quickly after inserting the catheter a second time through the bronchoscope channel, it was noticed that one of the larger sizing wings was detached. The sizing wing was removed and was not left in the patient.